Manufacturer narrative:
Conclusion and justification status: due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned and no other product available from lot to review and no similar complaints within an 18-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confirmed revision of coral hip. Reason for revision continued symptoms from first revision of pinnacle mom.